Event description:
Reportedly this mitral pericardial valve was explanted due to a perivalvular leakage. When the valve was explanted the surgeon noted possible calcification around the sewing ring cuff or some sort of growth. The dr doesn't think it is valve related. No further information available.